Event description:
It was reported during a therapeutic laparoscopic hysterectomy procedure, the thunderbeat began to alarm an unknown error message and the jaw of the device broke off inside of the lower abdomen. There was a slight delay in the overall procedure as an x-ray was needed. The parts were retrieved. The procedure was completed with another device. There was no reported injury to the patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h2, h6, h7, h9, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.